Event description:
Meter name: one touch basic enhanced, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: dizzy. A pt reported they were seen in doctor's office. Their meter did not turn on. The result on their meter was unknown. The result on the doctor's meter was unknown. The time difference between patient's meter and doctor's meter was unknown. Treatment was unknown. No further information has been reported.